Event description:
Upon evaluation by manufacturer contacts 3 and 4 on the inform meter were found to be melted and burned. No adverse event reported. Accu-chek customer care service center replaced meter.